Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The reported events of oversensing and loss of pacing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of pacing due to crosstalk oversensing resulting in an episode of bradycardia was observed on the right ventricular lead. The lead was explanted and replaced, however, oversensing was still observed. The device was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2938836-2019-17161.